Event description:
Boston scientific received information that the communicator was not working. The patient mentioned that the led light was off and the power cords at both ends of the connection were hot to touch. Furthermore, there were no allegations of patient injury. A replacement communicator was sent to the patient. The communicator is out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. During testing, it was noted that the power cord reached a temperature above 85 degrees celsius. It was also noted that there was a short in the power brick. With a replacement power brick the communicator passed all baseline tests. Laboratory testing confirmed the allegation on the hot power cord.